Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified internal shunt of the forearm. A 5fr non-bsc introducer sheath was advanced. After a non-bsc guidewire was advanced to cross the lesion, a 5.0 x 40, 75cm, mustang¿ balloon catheter was selected for use and advanced but failed to cross the lesion and the shaft was slightly kinked. The guide wire was exchanged to a stiff type one and dilatation was attempted again with this device; however, upon the first inflation, the balloon ruptured at 18 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).